Event description:
Found during inspection. According to the reporter, the device's service wrench icon is illuminated and flashing and the message in the display reads "call service."

Manufacturer narrative:
The customer declined an offer of service from physio-control and indicated, they are considering purchasing a new device.